Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. The lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.